Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 23rd october 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing revealed chemical degradation of the glucose sensing component. A review of in-vivo data revealed declining signal in all sensing areas at varying rates. This is indicative of chemical degradation/oxidation of the glucose sensing component in the sensor hydrogel and likely impacted sensor accuracy. As part of the resolution, the user was offered a sensor replacement. B4. Date of this report 21 jan 2026. G3. Date received by the manufacturer? 21 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.